Event description:
A system operator reports a patient with topographically-observed "central islands" (corneal irregularities) followinig a custom myopia with astimatism laser procedure. It is unknown if there was patient injury/impact associated with this event. Additional information has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The investigation, including root cause determination is in progress.